Event description:
When pt transferred from bed to chair, left lower extreminty scrapped foot pedal of chair, left lower extremity scrapped foot pedal of chair. 5x2 cm lacaration occurred. Wound care given upon discharge.